Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal. Functional testing was unable to duplicate the reported problem. However, the downstream occlusion seal was replaced as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had the error "downstream occlusion". There was unknown patient involvement.